Event description:
A surgeon reported that endophthalmitis was noted after intraocular lens implantation in a patient¿s right eye. The patient was hospitalized. A vitrectomy procedure was performed and the intraocular lens was exchanged. The patient was treated with medications. A culture of preoperative eye discharge was performed and yields morganella morganii. Also, a culture of the aqueous humor was performed and revealed negative results for bacterium. Upon follow up the reporter informed that "there is a possibility that bacteria entered in the eye for some reason". A product sample was requested for this event.

Manufacturer narrative:
The product was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge, however, the product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for acrysof non-restor® iol models were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. Rates observed for the acrysof non-restor® iol models are below rates for endophthalmitis in japan available in published literature. Action taken: the increase in complaints observed for the acrysof non-restor® iol models is specific to the japan market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the acrysof non-restor® iol models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), alcon does not consider this increase in the number of complaints for the acrysof non-restor® iol models to require further action at this time. Alcon will closely monitor for any potential trends or signals for all acrysof non-restor® iol models.

Event description:
Additional information was received upon follow up. The reporter confirmed that there was no intraocular lens damage. The intraocular lens implantation has not been performed yet. Patient has been treated with medications.

Manufacturer narrative:
Additional: the identified lens in the initial report was not associated with a recall. This information has been corrected. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received; it was informed that the patient recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: (B)(4).

Event description:
Additional follow up information was received and it was informed that the patient recovered.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).